Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of an 8.2 cm diameter fusiform abdominal aortic aneurysm approximately 29 months ago. The infra-renal neck angle was 40 degrees. The aortic neck was 21 mm in diameter and 18 mm in length. The distal aorta was 46 mm in diameter. The iliac arteries were 11 mm in diameter bilaterally and they were mildly tortuous. The femoral arteries were 7 mm in diameter bilaterally. It was reported that the patient suffered pre-operatively from congestive heart failure. Probably as result of a small dose of contrast fluid and IV fluid, deterioration of cardiac function. Good resolution after IV diuretics was given. The patient recovered on six days later. The investigator assessed this event as procedure related and not device related. The patient expired due to congestive heart failure. The investigator assessed this event to not be device or procedure related.

Manufacturer narrative:
(B)(4). Results: death. Congestive heart failure. Conclusion: congestive heart failure.